Event description:
It was reported via user facility medwatch report that "today a PICC was placed into the left brachial vein by a certified nurse. A chest x-ray (cxr) was taken and showed the PICC in mid svc (superior vena cava) and noted possible foreign body in the lung. The physician reviewed and felt foreign body in lung was a piece of ivc filter pt had placed six years ago. The pt was informed of possible foreign body in the lung. Treatment options and risks explained but the pt refused any further intervention and wanted to be discharged. Pt had not respiratory difficulty prior to discharge."

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The filter and detached component remain implanted. Therefore, a sample eval could not be performed. The investigation is currently underway. (B)(4).